Manufacturer narrative:
(B)(4). Device evaluated by manufacturer- visual and microscopic examination of the returned stent delivery system (sds) revealed the stent was damaged and had moved on the balloon. The stent moved distally on the balloon and the distal edge of the stent was positioned over the proximal edge of the distal markerband. Also, the distal stent struts were slightly flared. Further examination of the balloon and tip sections revealed no damaged that could have contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch mandrel was inserted without resistance. Visual examination found that the hypotube was kinked throughout the entire length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03-feb-2010. It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft kink occurred. The 99% stenosed target lesion was located in the severely tortuous right coronary artery (rca). A 12x3.0mm taxus liberte stent delivery system (sds) was advanced but unable to cross the lesion. Even with an additional guidewire for support, the sds could not cross. When the device was examined outside the patient, it was noted that the shaft was kinked. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "good". However, returned product analysis revealed that the stent was damaged and had moved on the balloon.